Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
The following was reported to gore: on (B)(6) 2011, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a follow-up imaging identified a type ii endoleak originating from lumber artery and the aneurysm enlargement (amount unknown). On (B)(6) 2016, a re-intervention was performed to treat the type ii endoleak whereas the lumber artery was coil-embolized. The patient tolerated the procedure.